Event description:
It was reported that this patient underwent an aortic valve explant after an implant duration of thirteen (13) years, five (5) months due to regurgitation and stenosis, secondary to calcification. This was replaced with a 27 mm pericardial bioprosthesis. There were no intraoperative complications and the patient was transferred from the operating room in satisfactory condition.

Manufacturer narrative:
Although there have been attempts to receive further information regarding device availability, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.